Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr determined that front panel assembly required replacing in order to resolve the customer's reported issue. After replacement of the front panel assembly, the operational verification procedure was performed and the device was calibrated. The device passed all tests and meets manufacturer specifications.

Event description:
The customer reported that their vela ventilator's touch screen was unresponsive or frozen. The customer confirmed that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed in the laboratory setting. The root cause of the reported issue was due to visible water ingress into the touch screen.